Event description:
It was reported to philips that the device failed operational testing. It was clarified by the philips fse the device was not charging enough to hold a charge for a long period of time. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.